Event description:
The event is reported as: alleged issue: clip closed fine after the pt went through surgery. However, while in the recovery room, the clip came off the vessel and the pt bled out. It was reported by the nurse, manager and she said that they used an intuitive robotic applier with teleflex clips. She didn¿t know the cat# but said they used medium sized clips. It is unk which of the three possible lot numbers were used.

Manufacturer narrative:
Possible lot numbers reported: 0k1100589, 01l1100037, 01k1100299. Sample received by MFR, but investigation is incomplete at time of this report. Device manufacture date: add'l info: 11/01/2011.